Event description:
The contact stated the customer tested his blood glucose and rec'd a reading of 24 mg/dl. Instead of adjusting his insulin pump, he adjusted his diet to bring up his glucose. When the customer returned home, his glucose was tested with a breeze meter, and the reading was 400 mg/dl. While troubleshooting, it appeared the meter was missing segments, although the exact segments could not be determined. The customer did not require medical intervention. The meter is to be returned for evaluation, and a replacement breeze meter was to be sent.